Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection and subsequently experienced an unspecified infection. During an unknown pd therapy process step, the titanium adapter and transfer set disconnected, which was reported as "tubing got disconnected" and the patient has "caught a bacteria" in the patient's body. The patient was hospitalized for the infection. On an unreported date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for the infection. The titanium adapter and transfer set were changed during hospitalization. Pd therapy remained ongoing. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was ¿feeling better¿. No additional information is available.

Manufacturer narrative:
Additional information provided in relevant tests/lab data. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.